Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 1994. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 1994. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported on 26 october 2000, the patient underwent a retrograde pyelography. The preliminary film revealed an inferior vena cava umbrella. On (B)(6) 2001, the patient underwent a abdomen ap and erect upright x rays. It was noted that the inferior vena cava umbrella was seen. On (B)(6) 2017, the patient underwent a computed tomography (CT) of the abdomen and revealed that the ivc filter was noted in the infrarenal position. It was approximately 9.6 degrees of lateral tilt with the apex abutting the left ivc wall. The legs were located outside of the ivc, and were noted to have been likely punctured. No large hematoma was noted surrounding the ivc. No atheromatous calcifications of the aorta or branch vessels were noted. The impression stated that there was abnormal positioning with tilt of the ivc and legs protruding outside the lumen. On (B)(6) 2018, the patient presented to the hospital with complaints of persistent left lower abdominal pain and was admitted. On (B)(6) 2018 the patient had a consultation and it was noted that it was recommended by the consultant and attending physician that the ivc filter should be left in place due to high risk of pulmonary embolism (pe). The patient was discharged from the hospital to home on (B)(6) 2018. No further patient complications were reported in relation to this event.